Event description:
On (B)(6) 2011, customer reported that the dxc 800 pro instrument generated an "autoloader position" error. While troubleshooting, the customer found that the cap piercer was leaking fluid onto an empty rack. Customer technical support (cts) directed customer to disable the cap piercer. Cts identified the leaking fluid as dilute wash concentrate ii. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the lead screw nut was unscrewed. Fse replaced the screw assembly. Fse found sample tube caps stuck under the cap piercer block, and fse removed the caps. Repair was verified per established procedures.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).